Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to urinary incontinence. All component were removed and replaced with a new aus system. The implant was approximately 8 years old according to the surgeon. There were no complication during the surgery.